Event description:
A pt reported blood glucose results of "4.7 mmol/l" with a lifescan meter and "7.9 mmol/l" on a laboratory device, performed within 10 minutes of each other between the tests there was not intervention that would be expected to change the blood glucose.